Manufacturer narrative:
Correction made to h4: device manufacture date: 06/10/2024 (previously submitted as ni). H11: the actual devices were not available; however, two (2) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Under water pressure testing was performed and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) home pd system kaguya sets had the green patient line caps fall off; leakage was identified from the top of the patient lines. This occurred after priming the devices for peritoneal dialysis therapy and prior to removing the patient lines for connection. The event was further described as "the green cap came off completely, and the liquid overflowed out". There was no report of patient injury or medical intervention associated with this event. No additional information is available.